Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when attempting to crush the stone, the tip of the basket detached prematurely in the bile duct, and the basket wire was bent to the point that the basket would not function. The tip of the basket was not retrieved; however, they tried to sweep the tip using an extractor balloon to complete the procedure. There were no patient complications reported as a result of this event.